Event description:
It was noted that the lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.

Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise. No intervention had the been performed. The patient remained asymptomatic.